Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-93174 for reservoir leak.

Event description:
Customer reported that the insulin pump has fluid under the screen. Customer stated that the reservoir was leaking and the fluid seen on the display is insulin. The lcd screen only has a few scratches. Customer received a button error and device is being replaced for it. Blood glucose value was 51 mg/dl. Nothing further reported.